Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. Technical evaluation: based on the returned information and the assumption that the case had a correlation the nail following scenarios could have led to the reported infection: scenario 1: the sterile barrier of the packaging was damaged and the nail got unsterile prior to the implantation. According to the IFU the user has to check every implant and package prior to the surgery. In kind of un-sterility the user has to re-sterilize the implant prior to the surgery. Scenario 2: the implantation date is unknown. The nail was expired end of april 2011. It is possible that the user implanted the nail after the sterility date was expired (nail could be unsterile at this time). According to the IFU the user has to check every implant and package prior to the surgery also regarding the expiry date. In kind of expiration the user has to re-sterilize the implant prior to the surgery. Scenario 3: the cleaning and sterilization by the manufacturer failed. To evaluate this scenario a special investigation was performed according to stryker procedure dqi (B)(4)¿ handling of infection complaints, checklist investigator. The special investigation revealed no discrepancies. Clinical evaluation: based on the assumption that the surgeon implanted the nail within the expiration period the nail was implanted for at least 2 years (expiry date: 30.04.2011 to explant date: (B)(6), approx. 2 years). A previous infection case is known with a comparable time of implantation. A medical expert evaluated the case and performed a clinical statement. In general, the risk of infection after intramedullary nailing is between approx. 0.5 and approx. 5 % in the scientific literature. Nearly 100 % of these infections are caused by contamination of the surgical field due to any reason during implantation of the nail or are caused by a secondary infection (e.g. Due to insufficient hygiene during changes of wound dressings). Another (rare) root cause is the hematogenous infection which may happen after months or years. An insufficient sterilization process as a root cause for infection is nearly excluded due to the very high standards of sterilization processes of the manufacturers or reprocessing in the hospitals. Under normal circumstances, significant contamination with pathogenic causes an obvious infection within the first postoperative days or weeks. Only pathogenic having low virulence may cause a "subclinical" infection which may last over years often causing unspecific symptoms.¿ based on the technical and clinical evaluation a correlation between the reported infection and the nail (as long as it was under stryker¿s control) can be excluded.

Event description:
It was reported that the surgeon revised an ankle arthrodesis nail. Revised because of infection.

Event description:
It was reported that the surgeon revised an ankle arthrodesis nail. Revised because of infection.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.